Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The data indicated that quality control (qc) was in range on the day of the event. The ccc specialist instructed the customer to replace reagent 1 probe (r1) tip and align it. The customer then ran quality controls (qc), and system check, which passed. Ccc instructed the customer to run precision, resulting satisfactory. The cause of the discordant, falsely depressed calcium is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely depressed calcium (ca) result was obtained on one patient sample on a dimension exl with lm instrument. The discordant result was not reported to the physician(s). The sample was auto repeated and retested on an alternate dimension exl instrument, resulting higher and correlating with the patient history. The repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed ca result.